Event description:
It was reported to boston scientific corporation during preparation of the procedure, the system failed to display the rtm temperature on sensor # 1. Sensor # 1 consistently read zero. The case was aborted and there were no consequences or impact to the patient.

Manufacturer narrative:
The date for the device returned to external manufacturer is unknown. The device was returned for further analysis. Functional evaluation of the returned device found that thermometer failed. The physitemp was replaced and the device passed all required testing. The complaint was confirmed. The cause of the reported malfunction is wear and tear as this console was initially constructed in 2005. A search for similar complaints was completed and found no other complaints were associated with this serial number.